Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 50-54 mg/dl were recorded by continuous glucose monitor (cgm) from 1:48:20 pm to 1:58:20 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 1:48:20 pm. On (B)(6) 2020, at 9:51:58 am, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 41-51 mg/dl were recorded by continuous glucose monitor (cgm) from 8:48:20 pm to 8:58:20 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 8:53:20 pm. Blood glucose (bg) values from 47-48 mg/dl were recorded by continuous glucose monitor (cgm) from 10:43:20 pm to 10:48:20 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 10:43:20 pm. On (B)(6) 2020, at 5:26:08 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.